Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support, who provided information for a complete pump reset and guided the caller through the process, resulting in a successful start of the sensor session.